Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was experiencing recurring electrical fault alarms. A manufacturer's representative traveled to site to troubleshoot and assess the device for the reported electrical fault alarms and found no evident contaminants on the controller or driveline connector pins. A cleaning procedure was performed to remove any residual contamination since this patient had previous cleaning procedures performed due to prior electrical fault alarms. Two rounds of cleaning were done. Patient tolerated procedure well. A controller exchange was performed and the device was returned to manufacturer for evaluation. There was no reported patient injury as a result of this event. Evaluation of the controller revealed that it passed functional testing. The logs show multiple electrical faults for phase open faults that have been linked to impedance problems of driveline contact contamination. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. H

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller ((B)(4)) is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted with-in thirty (30) days of completion of the investigation.

Event description:
Approximately eight days following a driveline connector cleaning, the patient experienced additional 'electrical fault' and high watt alarms. A third cleaning procedure was performed by a heartware field engineer. The controller was exchanged and there was no reported patient injury as a result of these events. To date, no additional alarms have been reported. Investigation is ongoing.